Event description:
The customer reported that during preparation for the radio frequency ablation procedure, the generator displayed "temperature test failed" and the generator did not activate. The procedure was converted to percutaneous ethanol injection therapy (peit). The pt is reported as being okay.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.